Event description:
It was reported that the patient underwent a minimally invasive l4-l5 posterior lumbar fusion and tlif with rhbmp-2/acs, autograft, and allograft cancellous bone packed into the anterior portion of the disc space and placement of graft packed with bmp and expanse. At 72 months post-op the patient presented with diagnosis of radiculopathy and neuritis. The patient underwent an MRI of lumbar spi ne. Impressions of the MRI include: ¿postsurgical changes with surgical hardware seen at l4 and l5, as well as at the disc level. There is no significant central canal narrowing. There is prominent disc disease, loss of disc space height, and bulging disc at l5-s1, which extends towards and into the right neural foramen with some undersurface nerve root contact of the nerve root and mule neural foraminal narrowing. Minimal osteophyte formation and/or disc extends towards the left l4-5 neural foramen, but this is mild. There is no severe neural foraminal narrowing seen at the other levels. Minimal disc disease is also seen at the l3-4 extending minimally towards the right and left neural foramina. Multilevel facet and ligamentum flavum disease. Soft tissue swelling and edema superficial to the spinous processes in the lumbar soft tissues. Suspect mild bone marrow edema at l5 vertebral body, although some of the signal intensity change is likely artifact from the hardware.¿ the radiologist noted that a follow-up exam with contrast should be considered to further assess post-operative changes, fibrosis, and granulation tissue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.